Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site. The ventilator was found functioning normally and no parts were replaced. The device logs were downloaded and received for evaluation. Evaluation of the received device logs showed that the pre-use checks passed without deviation before the date of event, and there are no technical alarms during this time. On the date of event, the ventilator was put in the standby mode in a controlled manner 5 times. The reported standby where the hospital claimed that the ventilator went into standby, lasted 5 and 1/2 minutes. The ventilator was set to standby and it didn't set itself into the standby mode. The logs showed that the standby button was activated whereafter, the standby dialogue window was confirmed, which implies that the ¿yes¿ dialog option was pressed to set the ventilator into the standby mode. The ventilator per design, displays a clear text message while it is in the standby mode. During this time ventilation curves, measured values, and alarm limit¿s settings are not displayed. The hospital declined to provide further information concerning the reported event. Our conclusion is, that there was no technical ventilator failure during the reported date of the event. This is also supported by the continued use of the ventilator after the event. The ventilator was set to the standby mode, in a controlled manner, at all times. The cause for the event is attributed to a user error.

Event description:
(B)(4).

Event description:
March 24, 2016 07:39 am (gmt-4:00) added by (B)(6): it was reported that the ventilator went into the standby mode while it was connected to a patient. The patient became bradycardic and desaturated. The patient was bagged and recovered. The ventilator was connected back to the patient. The final patient outcome was no injury. (B)(4).